Manufacturer narrative:
Analysis found that the reported fault could not be duplicated. The console was tested with a test endoscrub footswitch however, the fault could not be duplicated. A second test was performed with the customer's supplied endoscrub footswitch and the reported fault could not be duplicated as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the pump for the endoscrub was running on full constantly during a procedure. The staff checked that the pump 1 was plugged in properly however, no result was seen so the pump was turned off. The surgeon had completed most of the functional endoscopic surgery procedure however, due to poor visualization decided to abandon the case. The patient was anesthetized and the procedure was almost finished. There was delay with the procedure. The procedure was abandoned. There was no patient impact or injury. The patient's current status is satisfactory.